Event description:
It was reported that during a re-operation the surgeon found that there was an aneurysm, about 2 cm in length, inside the wall of the device. Despite attempts, no additional information has been obtained.

Manufacturer narrative:
The device history records were reviewed with special attenton to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned specimen consisted of a segment of graft approximately 4.0 cm in length. There was no suture or suture material in the graft and there were no visible instrument marks on the graft. The condition of the graft made it difficult to determine to confirm an aneurysm. At this time, the results of the investigation are inconclusive; the root cause is unknown. Further evaluation will be performed. The current venaflo ii vascular grafts instructions for use (IFU) states: adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture-hole bleeding; graft redundancy; thrombosis; embolic events; occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematomas or pseudoaneurysm; infection; shin erosion/aneurysm/dilation; blood leakage; and hemorrhage.